Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. Post-implant drug regimen was plavix 75mg and aspirin 81mg. During a routine 45-day follow-up examination, transesophageal echocardiogram (tee) revealed a non-mobile thrombus on the face of the closure device. The patient was placed on anticoagulation medication until the next follow-up examination in a few months.